Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with deep brain stimulation (dbs). It was reported that the patient had a non-functioning implantable neurostimulator (ins). It was noted that the ins may have run out due to the length of time it had been implanted for, but this could not be confirmed. No additional details about the non-functioning device were known by the hcp. There were no patient symptoms reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) via the manufacturing representative reported that the patient had been implanted in the mid-90¿s. The patient was unsure if the ins was working anymore; the hcp stated that given the age of the implant, the ins was likely non-functional. The hcp did not perform an assessment or diagnostics. No further information was available.